Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.

Event description:
The patient experienced an arrhythmia that met medical doctor notification (mdn) requirements that was not transmitted during the wear period. The investigation confirmed the zio at reached the asymptomatic maximum transmission limit. The hcp account was notified that the device was approaching the asymptomatic transmission limit prior to reaching the limit, according to the standard process, and a replacement device was shipped. Additional follow-up was performed with the account, and irhythm learned that the hcp was already aware of the patient's arrhythmia and no treatment would be provided at this time. No adverse events, such as death or serious injury, are known to have occurred.